Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel, b351, b352, and b356 generator boards were replaced during the service call. The reported issue is currently under investigation.

Event description:
It was reported that the system was shutting itself down intermittently. There is no report of injury or death associated with the event described in this complaint.